Manufacturer narrative:
(B)(4). The insulin pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The power management parameters graph confirmed the unloaded voltage (unloaded vlith) and loaded voltage (loaded vlith) was within specification range. The insulin pump was received with normal operating currents. No unexpected battery power loss alarm or low battery alarm noted. The insulin pump was received with scratched case. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
The customer reported via phone call that they experienced low blood glucose of 50 mg/dl, and the insulin pump battery died and had received an insulin flow block alarm. The customer¿s blood glucose level was 59 mg/dl at the time of incident and blood glucose 78 mg/dl at the time of call. The customer was treated with food. The customer states received a low battery alert prior to the replace battery now alarm. The customer declined troubleshoot for low blood glucose. The insulin pump was returned for analysis.